Event description:
The (1) tlc55 was used during a sigmoid colon resection. The instrument was opened from the package and would not fire. The case was completed with a new device and there was no pt consequence.